Event description:
This complaint is now reportable based on analysis completed on 07/14/2009. It was reported that during an unspecified procedure, the stent failed to deploy. The physician attempted to deploy the wallstent-uni endoprosthesis with unistep plus delivery system into an unspecified vessel, however, the wallstent would not deploy. The physician used another of the same device to successfully complete the procedure. No pt complications were reported. Device analysis revealed a partially deployed stent and cracked sheath. This product is only ous approved, but is similar to an approved u.s. Device.

Manufacturer narrative:
The returned device analysis revealed that the outer sheath was retracted by 19mm from the tip and the stent was partially deployed by 9mm. The outer sheath was broken circumferentially 55mm distal to the t-bar connector. The inner member of the shaft was kinked. The proximal portion of the shaft connected to the t-bar connector could easily retract. The distal portion of the outer sheath could retract manually to deploy the stent, however, a slight resistance was noted. No issues were noted with the stent or the stent cup. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)